Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow was intermittently unresponsive; the up arrow, ok and contrast keypad buttons responded appropriately. Evaluation revealed that the keypad flex connector was not fully closed.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were unresponsive. The patient stated that the pump had been dropped on a hard surface and was unable to confirm whether the response issues had occurred first. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and cleaned the pump with a dry cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.